Manufacturer narrative:
Evaluation summary: the reported condition of inoperable stop key on the pump head module keypad was confirmed. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
On 12/7/2009, during device evaluation by baxter the stop key on the pump head module keypad on a colleague volumetric infusion pump-single channel was found to be inoperable. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software (B) (4) categorized as remediated.